Manufacturer narrative:
The product has been returned to masimo for evaluation. The unit was found to visually and audibly alarm during alarm conditions; however, it was observed that pressing the front panel buttons would cause the display to flash. It was determined that the ui board was defective. A service history record review reveals that this unit was in the field for over two (2) years with no previously reported issues.

Event description:
It was reported the screen was flashing through the settings screen. There is no report of any patient impact or consequence as a result of the issue. No other details provided.